Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following patient underwent right total hip arthroplasty and revision procedure due to metal poisoning. Pre/postop diagnosis: mechanical failure of rt tha with pseudotumor metal on metal formation procedure: revision rt tha replacement of acetabular and femoral prosthesis secondary to cold weld metal on metal component. Cold welding of the metallic spacer onto the femoral trunnion. Ball was removed utilizing a metallic cutting burr and after about one hour of working through the spacer, able to disengage the base off from the trunnion. There was damage to the trunnion consistent with an attempt to break the morse taper. Did not cause iatrogenic fractures (no intraoperative bone fractures). Additional information provided does not change the root cause of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. Concomitant medical products: item number: unknown, item name: unknown m2a shell, lot #: unknown, item number: unknown, item name: unknown m2a head, lot #: unknown, item number: unknown, item name: unknown taper adapter, lot #: unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 03085. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a revision surgery the taper adaptor was cold welded to the femoral stem and could not be dislodged easily during revision causing an hour delay. No additional information is available at this time.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.